Event description:
Victim inadvertently raised her leg while unit was in operation, causing her knee to come in contact with ir emitter on the hood of the unit. Victim claims that she sustained a burn to her knee and sought medical attention, however, victim has not been forthcoming with medical records or other info necessary to complete full investigation.

Manufacturer narrative:
Na